Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 9 e1- patient country: spain

Event description:
Reference number (B)(4) event occurred in spain on (B)(6)2024, it was reported that the patient encountered 9 infusion set cannula kinked issue 3 or more hours after insertion . The site of insertion was abdomen . Infusion set has been in use for 24 hours company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available ..